Event description:
It was reported that there were telemetry issues with the patient¿s implantable neurostimulator (ins). It was noted that they had not charged the ins in 4 months and it showed that it was discharged via the clinician programmer. A power-on-reset (por) condition on the device was also reported via the recharger unit. It was noted that the patient had their gall bladder removed within the last 4 months. There was no history of overdischarges on their ins. It was reported that they were able to get 8 coupling bars. Additional information received on the same date reported the manufacturer¿s representative was unable to obtain the error code of the por as the patient never returned to the office to be checked. It was noted that the patient was noncompliant and often missed their appointments. The office had tried calling the patient but there was no answer.

Event description:
Follow up information reported that the patient did not return for their scheduled appointment date. The patient called their doctor's office to reschedule the appointment for (B)(6) 2014 but did not show for that appointment as well. There was no further information regarding the patient. If additional information is received, a follow up report will be sent.

Event description:
Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a ¿defective stimulator.¿ the attorney further claimed the patient was told the implantable neurostimulator (ins) had a ¿9-year device life,¿ and further claims the ins ¿failed well before the expiration of nine years.¿

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4).